Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. An event of a perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The product's lot number was unable to be obtained, therefore the primary di number is provided (d4), but full UDI information is not known.

Event description:
During ablation procedure, the agilis perforated the iliac vein. There was difficulty inserting the agilis, the sheath had kinked at the iliac vein above the pelvic rim. The sheath was removed and the guidewire was left in. Shortly after, the blood pressure dropped and a venogram confirmed extravasation at the iliac vein. The patient required stenting to resolve the issue.